Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the remote monitor was "warm". The patient stated that most of the time, the remote monitor was just slightly warm but also stated that the remote monitor had been "too hot to touch". It was offered to send a new remote monitor as it should not get "hot". The patient opted to check for a few days and would call back if the patient was still concerned. The monitor remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.